Event description:
During attempts to deploy a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, the stent embolized and is believed to be located in the lad. There were no add'l clinical sequelae reported relative to this event.